Event description:
Customer reported an unexpected negative reaction on the echo. A patient sample containing anti-e was tested on echo and gave a negative screen. The same sample was tested with the same lots of reagents on another echo and gave the expected results.

Manufacturer narrative:
Reactivity of the e antigen was confirmed using retention capture- r ready screen (3), lot r039. The customer did not return sample for investigation testing.